Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, inflation: medtronic, guide cath: cordis, sheath: cordis. In this case, there was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the multi link mini vision coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in mid left anterior descending artery with mild calcification. After pre-dilatation was performed, the 2.25 x 15 mm mini vision stent was implanted, at which time a dissection was observed at the mid to proximal edge of the stent. A 2.25 x 23 mm mini vision stent was implanted to cover the dissection and a good timi flow was achieved. There was no clinically significant delay in procedure and no additional adverse patient effects. No additional information was provided.